Event description:
Customer reports, three incidences in the last month where the stylet stuck in the tube and could not be removed. The facility is following the correct flushing procedure and once they reintubated the pts had no further problems.